Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing of paced atrial events that resulted in an unknown duration of pacing inhibition one day post device and left ventricular (lv) lead implant. The patient was noted to be pacemaker dependent. Programming changes were made to rv sensitivity and atrial outputs and no further oversensing was observed. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.